Manufacturer narrative:
Decision was made to recall based on a supplier manufacturing issue that was determined as part of internal investigation. Reference 1825034-2011-007r. The user facility was notified of the event on april 26, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted april 26, 2011.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2011. During the procedure, the stem became stuck on the inserter and would not disengage. The stem was able to be removed and was used to complete the procedure, but only after a delay of more than half an hour had occurred.